Manufacturer narrative:
Additional information provided: device serial number and lot number: (B)(4), report source: foreign, device manufacturer date: 10/08/2014, (B)(4).

Event description:
A (B)(6) patient was treated with the miradry procedure on (B)(6) 2017. On (B)(6) 2017, the patient experienced a large hematoma accompanied by hipermenorrea and fatigue. The patient returned to the clinic on (B)(6) 2017 to inquire whether her condition was related to the miradry treatment. Following exhaustive evaluation, the clinic referred the patient to a large pediatric hospital, since the combination of symptoms was very unusual. The pediatric hospital team subsequently diagnosed the patient with leukemia. The patient was admitted to the hospital and treated for chemotherapy. The patient was discharged after one month and currently taking oral chemotherapy medication. Update: patient completed chemotherapy sessions and almost recovered.

Manufacturer narrative:
It is believed the patient's symptoms were related to a pre-existing condition (leukemia). The device is not indicated for use in pediatric patients. Device serial number has been requested.

Event description:
A (B)(6) year old patient was treated with the miradry procedure on (B)(6) 2017. On (B)(6) 2017, the patient experienced a large hematoma accompanied by hypermenorrhea and fatigue. The patient returned to the clinic on (B)(6) 2017 to inquire whether her condition was related to the miradry treatment. Following exhaustive evaluation, the clinic referred the patient to a large pediatric hospital, since the combination of symptoms was very unusual. The pediatric hospital team subsequently diagnosed the patient with leukemia. The patient was admitted to the hospital and treated for chemotherapy. The patient was discharged after one month and currently taking oral chemotherapy medication.